Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was unusable because the seal did not come out during setup. The seal was stuck inside the loader and couldn't be removed. A substitute product was used, and the procedure was completed. There was no delay in the procedure, and no health damage to the patient.